Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of air in line during therapy while the patient was connected. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient and the patient stated the cause was a closed clamp on the patient line. Therapy has been doing fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error.